Event description:
It was reported that the patient presented for a generator change procedure. Prior-to the procedure, upon interrogation, it was noted that the right ventricle lead was failing to capture due to elevated capture threshold, exhibited a high pacing impedance and decreased sensing. Programming changes were made. The patient was in stable condition.